Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was removed in 2008 because it was not working. The patient experienced pain when using it. No further complications were reported.